Event description:
Broke the novofine needle in the abdomen [medical device complication]. Case description: medical info: class iia. This spontaneous case from (B) (6) was reported by a physician as "broke the novofine needle in the abdomen", and concerns a (B) (6) male patient treated with novofine 8mm (30g) from 1998 and ongoing, to administer insulin due to type 1 diabetes mellitus. Patient's height: (B) (6). The patient was diagnosed type 1 diabetes mellitus 10 years ago. Currently, the patient is using actrapid (human, fast acting insulin) and lantus (insulin glargine) injections for intensive insulin regimen. On (B) (6), 2008 in the morning right after the patient's actrapid injection, the novofine needle broke off and remained under the skin in the abdomen. On (B) (6), 2008, the patient had an outpatient operation, where the needle could not be extracted since the needle could not be found under the skin. On (B) (6), 2008, the patient had a second outpatient operation, where the needle was successfully extracted. The patient has been trained in use of the novofine. The patient rarely re-uses the needles. The product was stored according to recommendations. The patient performs the injections himself and he has not previously experienced the problem with the novofine. The product will not be returned for evaluation. The outcome of the case is "recovered." Comment: reporter's alternative aetiology: injection.